Event description:
It was reported that, "a stryker hinged knee was revised."

Manufacturer narrative:
An event regarding revision of a stryker hinged knee was reported. The exact cause of the event could not be determined with the limited info provided. Further info including the explanted devices, a complete event description including the reason for revision surgery, complete device details, post primary, f/u, post revision x-rays, notes from f/u visits, as well as complete pt med and clinical info would be required in order to carry out a full investigation. No info was provided despite being requested to indicate that the event was device, mfg or design related. Should add'l info become available, the investigation will be reopened.